Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Pump remains implanted. A supplemental MDR will be submitted when additional information is received. Internal complaint number: (B)(4).

Event description:
Representative reported a patient experiencing symptoms after a pump refill. Representative reported the patients pump was filled with 20mls of 20,000mcg/ml fentanyl. No changes in medication concentration or dose at this appointment. Representative reported the correct refill technique was used; the pa pushed 1 ml into the pump and allowed it to come back and then 5mls in and 1ml back until the pump was filled. The pa pushed the last ml in and let it come back before pushing it back in to ensure they were in the reservoir the entire time. The site does not use flowonix refill kits. Pa reported the patient has had a history of seromas at the pump site and headaches. Pa reported after the pump refill the patient collapsed in the physician's office bathroom and was administered and responded to narcan. Pa reported the patient's pump was then accessed and 14-15mls were removed from the pump. The pa reports the syringe was not attached to the extension tubing correctly and that the syringe was leaking when the medication was removed. The pa reports ems was called and the patient was brought to emergency room. The pa reports there were oral medications found in the bathroom and that there is suspicion that the patient may have taken un-prescribed orals. Representative reported that they received a call from the patient's ER doctor, who wanted the pump inquired and possibly turned off since the patient was still experiencing respiratory depression. The doctor reports the patient was on a narcan drip. Representative reported they inquired the pump at ER and left a print out with the ER doctor. Representative reported there were no pump errors. Doctor reported the patient was doing better and wanted the pump left on. Additional follow-up communication confirmed that the patient was still experiencing respiratory depression when taken off of the narcan drip. Representative reported that the patients constant flow daily dose was decreased by 50% to 750mcg/day of fentanyl and the ptc was disabled by the managing physician. The physicians reported they would make another attempt to take the patient off the narcan drip. Representative reported the patient had a drug panel and no un-prescribed medication was found to be in the patient's system. Cap study was later performed which confirmed a leak in the patient's catheter. A catheter replacement surgery is scheduled for the future.